Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the left grip blade is broken at the distal idler and the broken piece was returned with the instrument. The right blade was not bent or damaged. No other damage was found.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the blade broke off of the monopolar curved scissors instrument and fell into the pt. The blade was retrieved and the planned surgical procedure was completed. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
This MDR is being submitted for retrospective activity performed relating to field action (B)(4) to investigate micro-cracks on the monopolar curved scissors instrument. These types of micro-cracks will not lead to mechanical failure of the instrument; however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of theses micro-cracks is confined to 2 cm of the distal end of the instrument shaft. This instrument was inspected as part of this retrospective activity and found to contain cracks on the instrument main tube.